Event description:
It was reported that effective therapy was never established with the patient's implanted lead. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the lead was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.